Manufacturer narrative:
H3, h6: the described issue was examined in detail. It was initially stated that during patient positioning, the user lowered the table, hitting the patient¿s legs. The patient was not injured. The investigation concluded that the issue occurred because the user did not operate the system correctly (root cause). The correct patient positioning is described in detail in the system operator manual. The patient must be positioned so that no parts of the patient¿s body are underneath the table due to the potential hazards when the patient table is lowered. If the table is to be lowered, the user must move the patient out of this area. The customer was re-instructed on how to position the patient correctly and safely. Since then, no further problems have been communicated. Furthermore, the service engineer suggested to improve the system by adding a collision sensor under the concerned part of the patient table. However, no further collision sensors are planned to be introduced. The tabletop is already equipped with four sensors at each corner to stop the movement of the table. It is in the user¿s responsibility to ensure that the patient is not positioned within the system¿s range of motion and that no one is harmed when the system moves. Since no system malfunction was identified the complaint is closed without further measures.

Manufacturer narrative:
A facility contact name and phone number were not provided for reporting. The investigation is ongoing. A supplemental report will be submitted if additional information becomes available upon completion of the investigation.

Event description:
It was reported to siemens healthineers that during patient positioning, the patient was seated with their legs under the patient table. When the user lowered the table, it hit the patient¿s legs. No injury to the patient was communicated in this case. It is assumed that in a worst-case scenario, a serious injury might occur if a person¿s legs were crushed between a chair and the basic unit frame.